Event description:
It was reported that an (B) (4) handheld computer needed to be replaced due to battery depletion. According to the surgeon, "the battery was fully charged at the beginning of the surgery; however, after not being plugged into the wall for about 90 minutes, the charge was more than half-way depleted." Moreover, good faith attempts to obtain product information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.